Event description:
Customer reports that their device read 168mg/dl while the dr's device read 91mg/dl within minutes. No treatment was received. No quality controls were used. Requested return of suspect device and replacement was sent.